Event description:
It was reported that during a trabecular microbypass stent procedure, the injector "broke off the snorkel" in the operative eye. Per report, the fragment was removed intraoperatively from the patient's eye, however the patient now has a "partial stent" remaining in the trabecular meshwork (tm). Per report, the surgeon is inquiring about similar cases. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (fracture/detachment) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the surgeon believes the following contributed to the stent fragmentation in the left eye (os). Reportedly, the inserter would not release the stent during implantation in the trabecular meshwork (tm), resulting in the need to remove the device and inadvertently tearing the trabecular meshwork (tm) in the process. Per report, upon reinsertion of the device into a new area of the trabecular meshwork, the device again did not release the stent and instead broke the snorkel off, leaving a partial stent in the trabecular meshwork. Reportedly, postoperative visualization confirmed the partial stent fragment in the trabecular meshwork. Per report, there was no adverse patient impact or additional intervention required. The patient status was reported as intraocular pressure (iop) is "well controlled" with continuation of preoperative eye drop medication (ou), and the event noted as "resolved".